Event description:
It was reported that during an unrelated radio frequency ablation procedure, the pulse generator exhibited output anomaly. After the conclusion of the ablation procedure, normal device function resumed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).